Event description:
It was reported that stent damage occurred. A 32 x 4.00 promus elite stent was advanced down a vessel, but stent strut damage was noticed. It was noted that the stent strut damage was likely due to calcification. It was additionally noted that the stent balloon was not inflated. The device was removed and the procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be fine.